Manufacturer narrative:
Service was not dispatched as the customer has not called back requesting service. A definitive cause of the incident is unknown. Beckman coulter, inc. (B)(4).

Event description:
The customer reported approximately two (2) milliliters of clear fluid leaked under the cover of the baths involving coulter act diff 12 analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, laboratory coat, and eye protection during the incident and dried the area. Beckman coulter customer technical support (cts) instructed the customer to re-initialize the system, and the unit passed startup and drained normally. But the issue re-occurred. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident.